Event description:
Related manufacturer report number: 2017865-2021-38023. During an in clinic follow-up, loss of capture was observed on both left ventricular (lv) leads implanted in the system. The lv leads were capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.